Event description:
It was reported that the device was suspected for shortened longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947, implantable tachy lead, (B)(6) 2010; 4196, implantable pacing lead, (B)(6) 2010; 1688tc, competitor implantable pacing lead, (B)(6) 2010. (B)(4).